Event description:
It was reported that the device is constantly alarming lec 1261. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the reported problem. The root cause was unable to be established. The main board and the downstream occlusion were replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.